Event description:
The patient reported that their implantable neurostimulator (ins) stopped working in (B)(6) 2015. They stated that they would like to get the ins services so that they can find out what went wrong with it, and get it back to working condition. No patient symptoms or further complications were reported. The patient was implanted for complex regional pain syndrome type ii and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the patient's ins was o verdischarged. The patient stopped using their stimulator in (B)(6)2014 because it never held a charge. A 60 minute timer was set and the patient was sent home to recharge to full. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a consumer. It was reported that for over a year the ins has not been working. Since the ins had stopped working, the patient has been experiencing intense shocks in the middle of their back where the leads would be located. The shocks are related to positional movement; they occurred during a change in posture or when they were in a weird position. They occurred once or twice a month. On (B)(6) 2017, the shocking woke the patient up. It was noted the patient has had about a dozen of the shocks. They were redirected to see a doctor to have their device checked. The patient did not have a physician to manage their device and has not seen and doesn't plan to see the implanting physician, so physician listings were provided to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.